Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6009687 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6009687 was packaging according to the wi version 16, in the machine multivac 10, on 06/oct/2024, with a total of (B)(4) units. Assembly lot: the lot 4k01578 was assembled according to wi version 27 on-line inspection for assembly of quick set on 17/oct/2024, with a total of (B)(4) units. The lot 4k01579 was assembled according to wi version 27 on-line inspection for assembly of quick set on 17/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k01555 was packaging according to the wi version 42, in the machine mp08 and mp04 , on 12/oct/2024, with a total of (B)(4) units. The lot 4k01556 was packaging according to the wi version 42, in the machine mp08 and mp04, on 14/oct/2024, with a total of (B)(4) units. The lot 4k01560 was packaging according to the wi version 42, in the machine mp08,mp05 and mp04, on 16/oct/2024, with a total of (B)(4) units. The lot 4k00930 was packaging according to the wi version 42, in the machine mp08, mp05 and mp04, on 09/oct/2024, with a total of (B)(4) units. The lot 4k03707 was packaging according to the wi version 41, in the machine mp04, on 15/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 12-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6004715 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.